Event description:
It was reported the atrial sensitivity was not in specification (too low). The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was also noted that the lower case was broken, the battery release was contaminated, the two side bail covers were broken, the battery drawer was damaged and the control knobs were contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.